Manufacturer narrative:
Patient information not available at this time. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported an issue of spontaneously changing alarm defaults. There was no reported patient injury.

Manufacturer narrative:
Engineering attempted to reproduce the reported issue by simulating various workflows including: performing new cases, power cycles and combinations of intermixing power cycles, spo2 probe alarm conditions and placing the monitor into standby. The reported event was unable to be reproduced. The root cause of the spo2 no crisis audible alarm issue could not be determined. Engineering was unable to reproduce the issue with the spo2 alarm level changing from crisis to message level despite numerous attempts.